Manufacturer narrative:
E1 - facility name: (B)(6). The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope displayed an image that was abnormal. The issue occurred during reprocessing. There was no patient involvement reported.

Manufacturer narrative:
This supplemental report is being submitted to provide correction, additional information and the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: blurry and indistinct screen, uc sheath failure and cracked ccd (charged coupled device). Based on the results of the investigation, a definitive root cause could not be identified but it¿s likely that image problem due to uc sheath failure and cracked ccd (charged coupled device) are the causes traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video scope displayed an image that was abnormal. The issue occurred during reprocessing. There was no patient involvement reported.